Manufacturer narrative:
Erosion was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the erosion was not device related.

Event description:
Ous MDR - the patient went to the ER reporting of inflammation and pain in the area of implant. A device protrusion and pocket erosion were diagnosed. The patient was hospitalized and the ra lead, lv lead and ICD were explanted. Due to fibrosis the rv lead was capped and not explanted. A new ICD was implanted with a new rv lead. The explant date was not provided.